Event description:
As reported by the edwards lifesciences affiliate in the united kingdom, during procedure, a single leaflet device attachment (slda) occurred. Edwards received notification of a pascal procedure in tricuspid position where placement of the first pascal ace on the posterior-septal (p-s) leaflets with a 5-11 clocking, good leaflet capture was obtained. However, due to the extent of the disease (coaptation gap of 20mm), the septal tricuspid leaflet detached. A second device was placed on the anterior-septal (a-s) leaflets. A third device was attempted to be implanted, but due to the difficulties associated with the large coaptation gap, the decision was taken to bail out this third device. The initial tricuspid regurgitation (tr) was torrential grade 5, and it was massive grade 4+ after the slda occurred. Tr remained massive post-procedure.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on the information provided by edwards clinical specialist. Available information suggests patient's condition likely contributed to the event. Despite good initial leaflet capture with the first pascal ace device, the large coaptation gap of 20mm extent resulted in the detachment of the septal tricuspid leaflet. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.